Manufacturer narrative:
The data log files from the aquios cl flow cytometer were investigated by the software engineering team and they found three different patterns: one (1) sample ID/two (2) different blood tubes. Two (2) different sample ids/same blood tube. Two (2) same sample ids/same blood tube. Data analysis for the instrument (serial number (B)(4)) was been completed for a total of (B)(4) samples ranging from august 19, 2015 through august 1, 2017. The assessment completed by beckman coulter software engineering reported that a total of six (6) instances were identified that led to erroneous results. To date the analysis has confirmed that only the sample ids listed below were affected. (B)(6). Based on the information by the software team assessment, the failure mode is caused by an aquios cl software malfunction. Bec internal identifier (B)(4). Related events 1061932-2017-00012 bec identifier (B)(4). 1061932-2017-00013 bec identifier (B)(4). Follow-up report 01: manufacturer name and address has been revised to reflect correct information. Contact office updated additional information the recall (fa-31978) which included notification to the customer and inspection of customers' device data will be updated via additional communication to customers to address this new failure mode.

Event description:
While doing a database analysis for a customer, the beckman coulter software engineering team identified that the customer's second instrument ((B)(4)) had a total of six (6) instances identified that led to erroneous results.

Manufacturer narrative:
The data log files from the aquios cl flow cytometer were investigated by the software engineering team and they found three different patterns: o one (1) sample ID/two (2) different blood tubes o two (2) different sample ids/same blood tube o two (2) same sample ids/same blood tube data analysis for the instrument (serial (B)(4)) was been completed for a total of 18,613 samples ranging from august 19, 2015 through august 1, 2017. The assessment completed by beckman coulter software engineering reported that a total of six (6) instances were identified that led to erroneous results. To date the analysis has confirmed that only the sample ids listed below were affected. · 170002213091, · 170002214091, · 170002225091, · 170002227091, · 170002233091, · 170002232091. Based on the information by the software team assessment, the failure mode is caused by an aquios cl software malfunction. (B)(4). Related events: 1061932-2017-00012 (B)(4). 1061932-2017-00013 (B)(4).

Event description:
While doing a database analysis for a customer, the beckman coulter software engineering team identified that the customer's second instrument ((B)(4)) had a total of six (6) instances identified that led to erroneous results.